Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the lead was returned in two segments. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted and replaced with an subcutaneous ICD due to unknown product performance issue. Additional information was requested, however further information had been obtained. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted and replaced with an subcutaneous ICD due to unknown product performance issue. Additional information was requested, however further information had been obtained. No additional adverse patient effects were reported.